Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.